Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel bms balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 34.5cm distal of the strain relief. There was contrast in the inflation lumen. The balloon was tightly folded. The stent was in place. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on analysis completed on 07feb2021. It was reported that crossing difficulty was encountered. A percutaneous coronary intervention was being performed on a 85% stenosed, moderately calcified and moderately tortuous lesion in the right coronary artery. The 8mm x 3.00mm rebel stent was advanced but could not cross the lesion. The procedure was successfully completed without issue or patient injury. However, returned device analysis revealed shaft break.